Manufacturer narrative:
Correction: section h10 should not have been blank in the initial report. Correction is reflected in this additional report 1.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number:(B)(6).

Event description:
It was reported that the patient's ipg had become inoperable. The ipg was explanted and replaced, but the new ipg also become inoperable. It is unknown if the ipgs had depleted prematurely. As a result, the patient may undergo further surgical intervention to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.